Event description:
It was reported that during patient use the ventilator had an audible alarm with the red led alarm flashing. The registered nurse (rn) stated the graphic user interface screen went black for a second and then resumed ventilation. When the respiratory therapist (rt) got to the bedside, the ventilator was performing as it should with alarm messages that stated: unit restarted, check settings, check the appliance. Critical thread failure. The ventilator settings were verified and they were the same, and the ventilator appeared to be functioning. Due to this alarm being present the rt decided to pull the ventilator and placed the patient on another nkv-550. There was no harm to the patient.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed.